Event description:
Physician was using a harmonic ace36e handpiece and noticed the white piece on the tip was falling apart. Defective product was pulled from the field and a second handpiece was opened to complete procedure.what was the original intended procedure?laparoscopic nephrectomy.device #1is this a laboratory device or laboratory test?no.